Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test and displacement test or verify battery out limit alarm or button keypad anomaly due to blank display. No moisture, damage, unlocked lcd keypad connector during visual inspection noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The pump was stuck on a battery out limit screen and the alarm can not be cleared the buttons are unresponsive. The customer¿s blood glucose was 160 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.